Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, the atrial lead exhibited high thresholds and low sensing. Fluoroscopy revealed that the lead had very little slack. The lead was explanted and replaced. The patient was in stable condition.